Event description:
The bottom portion of the kerrision, which is not the hinged part, broke off in the pt during surgical procedure. Radiology films ordered, and the 1/2 inch metal jaw kerrison tip was found and removed.